Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported they had an MRI this morning for a brain tumor and the healthcare provider(hcp) at the facility used their equipment to activate MRI mode and when they turned it back on it started zapping them and it won't stop. Patient said they have lowered it to where it was tolerable but it was not helping them, they were still having bladder leaks. They said that in the past with other MRI's they normally felt zapping for just a few minutes when therapy was turned back on but it's been more than several hours and it hadn't stopped. Reviewed the options to turn therapy down, change programs or turn therapy off until they can follow-up with their hcp. Patient said they called the hcp and was told to call mdt. Offered and assisted patient to use their equipment to synch with their implant and patient was successful to change programs and confirm the zapping went away when therapy was off or very low, they increased stim to a comfortable level. Reviewed interstim stim sensation information and redirected to their hcp. Offered and sent email with MRI information. Patient will maintain stimulation level and will continue to track symptoms.